Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation in the right eye, the ophthalmic knife was found to be blunt when attempting the initial corneal incision. The surgery was completed the same day using an alternative knife, and there was no harm to the patient.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened knife was received for the report of knife blunt. Sample was visually inspected and found to be conforming. Functional penetration testing was performed and found conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned samples was conforming for all visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned samples met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).